Event description:
It was reported that the ams800 artificial urinary system had fluid loss at the cuff. The device was removed and replaced with a new ams800 device. No patient complications were reported in relation to this event. It was further reported on (B)(4) 2014 via legal document that the plaintiff considered that the implant of the device "was not performed correctly, and as a result [the plaintiff] was caused to suffer great physical and emotional pain." Additionally the plaintiff experienced "severe injuries", "mental anguish", "pain and suffering", as well as a "disability of a permanent nature."

Manufacturer narrative:
This event was initially reported on (B)(4) 2013 asr for ams under report identification number (B)(4). Additional information received on (B)(4) 2014 indicated this event now qualified for a medwatch report.